Event description:
The customer reported approximately eight ounces (8 fl. Oz.) Of blue fluid leaked from the bottom of a coulter lh 750 hematology analyzer while running patient samples, which gave elevated red blood cell (rbc) results. The leak was not contained within the instrument and r flags were received on six of seven patient results provided for review. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/19/2015 and found tubing at port #8 on the bsv (blood sampling valve) had disconnected, causing the reported issues. The fse extended this tubing with a union fitting and new tubing, and reconnected it to the bsv to resolve the reported issues. The system was verified and validated.